Manufacturer narrative:
As no further information concerning this report is expected in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully explanted. No additional adverse patient effects were reported. Field follow-up confirmed the patient had been moved to palliative care however, not as a result of the safety mode operation. It was also reported that there had been nothing significant within the patients past medical history that would have resulted in the safety mode functionality of the device. Should the device be returned, laboratory analysis will be conducted to determine root cause of this clinical observation.